Event description:
Patient reported that their seizures have been worsening since (B)(6) 2021. The physician believes they are due to the patient's battery being low therefore the patient was referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.